Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reporting that during a percutaneous transluminal angioplasty procedure there was difficulty withdrawing the device. Access was obtained via the left femoral artery. The target lesion being treated was located in the right distal superficial femoral artery (sfa). A 5f 35cm non-bsc sheath was introduced. An 0.035" 260cm non-bsc guide wire was advanced from the left sfa over the bifurcation and into the right sfa. A 5mm x 200mm x 135cm mustang balloon catheter was advanced over the wire and moderate resistance advancing and difficulty tracking over the wire were experienced. The mustang balloon was inflated for 3 minutes and deflated using a 50ml syringe. Upon attempting to withdraw the mustang device, severe resistance with the sheath was encountered and the strain relief began to separate from the shaft. The device was able to be removed by pulling the shaft at the hub of the sheath. The procedure was completed with this device. No patient complications were reported and the patient status is stable.